Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer's blood glucose was 420 mg/dl. The patient experienced nausea, upset stomach, and vomiting. The patient treated via insulin pump boluses and a manual insulin injection. During troubleshooting the insulin pump was able to prime properly. A high pressure test passed. The insulin pump was not returned for analysis.